Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 500 mg/dl. Customer only took correction with pump and took a long time for blood glucose to come down. The customer thinks that pump may not be delivering insulin. Customer unable to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.